Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 477mg/dl. Customer declined to troubleshot for high blood glucose value. Customer also stated insulin pump had hardware low level failures alarm and they perform self test and it gave error second time. Customer was able to successfully clear the alarm also able to complete pump rewind. Customer stated fill cannula was recorded in daily history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.